Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The device was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they are getting a button error and the buttons are unresponsive. Customer advised they were on a boat hanging out. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.